Event description:
It was reported that the patient developed a hematoma. The clinic disclosed that the right ventricular lead was repositioned due to the hematoma. At the follow-up check, the lead parameters were all appropriate and the hematoma was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.